Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an audible tone sounding from the system controller was confirmed via the controller¿s functional evaluation. The returned system controller (serial number hsc-(B)(6) was observed to have a few cuts on its black power cable near its connector-side bend relief upon arrival. After connecting the controller to a mock loop and known working test equipment, an audible tone sounded from the system controller upon manipulating the controller¿s black power cable around its damaged area with no active alarm on the controller. The controller operated the mock loop as intended despite the audible tone. The controller¿s black power cable was stripped near its damaged area, and its yellow wire was observed to be damaged underneath the outer jacket¿s damage. This wire is responsible for echoing an active alarm from the system controller while the controller is connected to either the power module or the mobile power unit, and damage to this wire would cause an audible tone to sound from the system controller without an active alarm. The provided log file, as well as a log file extracted from the returned system controller, collectively contained data spanning approximately 2 days (10jan2024 ¿ 12jan2024 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed throughout the data. The root cause of the reported event was determined to be damage to the yellow wire within the black power cable; however, the root cause of how the power cable and wire became damaged was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number hsc-(B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient had an audible alarm when connecting to their mobile power unit (mpu) and to their power module. There was no indication of alarm on lights. No alarms were noted on their system controller, monitor or on device interrogation. It was noted that the alarm occurred when the patient was connected to the white power cable only and when connected to black power cable only. Log file review was requested and there were no unusual events recorded in the log file event history. Follow up log files were submitted on (B)(6) 2024 for a second occurrence, and it was reported that there were controller faults. The site noted that this was the second controller in 2 days that had been traded out due to a controller fault (with yellow wrench) alarm. It appeared when the patient attempted to transition from battery power to wall power on (B)(6) 2024. The system controller was exchanged, and the patient was given a replacement mpu. The patient stated that they noticed static electricity, including in the blanket on their bed where they were exchanging power supplies. The device function remained within normal limits. The event log file for system controller (B)(6) recorded a controller internal fault alarm associated with a (f24) boost_ov fault flag. Technical services noted that the event may have been associated with a high voltage event. Motor function was not affected by these events. No further issues were reported after replacing both controllers and the mpu. Related manufacturer reference number: (B)(4) (mpu) related manufacturer reference number: (B)(4) (other controller)